Manufacturer narrative:
This code is to address the unacceptable testing results.

Event description:
It was reported that during initial implant, the right atrial lead exhibited unacceptable testing results. Multiple positions were tested, and as a result, the helix was unable to extend. The lead was not used and was replaced successfully. The patient was stable before, during, and after the procedure.

Event description:
New information received notes that the lead had low amplitude sensed p-waves and higher capture thresholds. It was suspected to be a patient issue.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.

Manufacturer narrative:
The previously reported results and conclusion code should have been 213 and 67, not 131 and 12.